Manufacturer narrative:
PMA/510k: this report is for an unk - screws: locking : trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon just completed a distal humerus case. A lot of unknown locking screws were just spinning and didn¿t lock. A standard 1-hole medial plate and 3-hole posterolateral plate from the variable angle (va) elbow system was used. The patient was in her 70s and had poor bone quality. The surgeon did a combo of seven (7) va locking screws distally. Of the seven (7) screws, two (2) were solid. They used the new va/nominal guide from the universal small frag set as well as the standard double ended guide from the va elbow. The screws were inserted under power and left proud and then manually tightened for hopeful final fixation into the plate. It was unknown if the surgery was completed successfully. There were no patient consequences. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 2), unknown guide (part# unknown, lot# unknown, quantity 2). This complaint involves an unknown number of devices. This report is for (1) unk - screws: locking. This is report 1 of 1 for (B)(4).